Event description:
It was reported that the patient presented in the emergency room with lightheadedness suspected to be the result of lack of pacing from the device. Attempts to interrogate the device were unsuccessful. A temporary pacing lead was placed until the device could be replaced the following day. It was noted that the device was programmed with high output. The patient had not seen a physician for more than a year and had not sought medical attention when the device alarm began sounding. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates the battery was not internally shorted. The result of the analysis is inconclusive.